Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that multiple minimum fill notifications occurred after filling a cartridge with 400 units of insulin and it was reported that a cartridge alarm (alarm 09) occurred. Customer's blood glucose (bg) ranged from 275 mg/dl to 570 mg/dl with small ketones. A manual injection was administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.